Event description:
Global affiliate in australia reports tubing split while going through roller clamp of automated peritoneal dialysis device. Per affiliate, no pt injury and no med intervention required.